Manufacturer narrative:
A review of the device labeling was completed. Decrease/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). H3 other text : placeholder.

Event description:
The following additional information was received. The patient continues to have bilateral under eye edema that they described as "puffy and soft". The patient reported being worried that "something is blocked¿, and is therefore causing edema. Following the procedure the patient complained of dry eyes, and an eye drop lubricant (sistaine) was prescribed. Prior to the surgery the patient wore spectacles and the surgeon has informed the patient that the under eye edema was present prior to the procedure but was likely not noticeable as the glasses covered the area and that is gradually getting worse with age. The patient states that their surgeon is not concerned and continues to believe that it is related to aging and not related to the procedure. Thus, there is no reason to intervene and remove the stents. Additionally, the patient observed slight reddish discoloration of the rim of the lower eye lids, but did not discuss it with the surgeon. The patient's vision has improved and iop was reported to be good. The patient is on one (1) glaucoma drop (latanoprost). The patient is scheduled to see another doctor in the same practice for a second opinion and plans to make an appointment with another trabecular micro bypass stent system trained physician. The patient denied consent to contact the implanting physician.

Manufacturer narrative:
Estimated based on information received. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The MDR decision was based on lack of information regarding the cause of the event. MFR# reference: (B)(4). Please reference 2032546-2019-00092. For patient's second eye.

Event description:
The following was reported by a trabecular micro bypass stent system patient. Reportedly, following bilateral cataract plus stent procedures, the patient reported developing bilateral eyelid swelling and felt that "something was just not right". Additionally, the patient complained of a pressure feeling "like something was clogged" behind her eyes. The patient indicated that she would like the stents removed because she just doesn't feel right and is seeking a second opinion. According to the patient, the surgeon noted that her complaints were not associated with the cataract nor the stent procedure, but was a pre-existing condition. The patient declined glaukos request for authorization to follow up with surgeon. Following the initial report, the patient contacted glaukos again and reported "doing much better than previously with only a slight pressure feeling and puffiness remaining". The patient reiterated that the surgeon does not believe that her complaints are related to the implanted devices. However, the patient starting to believe that the pressure feeling is related to the implanted intraocular lens; thus, will continue to seek second opinion. The patient declined glaukos request for authorization to follow up with surgeon. This report reference patient's first eye.